Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3. A steerable guide catheter (sgc) and a mitraclip xtw were inserted without issues. However, after inserting the clip delivery system (cds), a floating thrombus was suspected and observed briefly in the left atrium (la), but then was gone. The clip was deployed on the mitral valve, reducing mr to trace. The procedure was successfully completed, and the patient was reported to be stable. There was no clinically significant delay in the procedure.